Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of questionable magnesium results for 16 patient samples and questionable phosphorus results for 3 patient samples on a cobas 80000 c 702 module analyzer. All results were reported outside the laboratory. The repeated results were believed to be correct. The repeated results were tested on a different c702 module. The phosphorus lot number was 47112701 with an expiration date of 31-jul-2021. The magnesium lot number was 50348301 with an expiration date of 31-may-2021.

Manufacturer narrative:
The customer's qc failed on the date of the event. After changing the reagent pack the qc passed. The last calibration was performed on (B)(6) 2021 which resulted in alarms and did not have acceptable results. The field service engineer changed numerous parts and perform adjustments. The unit was checked for proper operation and found the unit operates per manufacture specification. The customer performed calibration and qc tests with acceptable results. No further issues were reported after the service visit. The service actions resolved the issue.